Event description:
It was reported following an unrelated procedure that the right ventricular lead exhibited under-sensing and increased capture threshold. Fluoroscopy revealed that the lead had dislodged. The lead was successfully repositioned. The patient was stable and asymptomatic.